Event description:
Info received indicates the left head siderail could not be latched in the up position.

Manufacturer narrative:
The tech found that the push tube was bent. He replaced the push tube and the siderail functioned properly.